Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient got one and had nothing but trouble no pain relief but it actually damaged their hip. Patient had to have hip replacement surgery. Now it is turned off and it is dormant in patient's back; patient hates it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient got one and had nothing but trouble no pain relief but it actually damaged their hip. Patient had to have hip replacement surgery. Now it is turned off and it is dormant in patient's back; patient hates it.